Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the ultrasonic bronchofibervideoscope presented noise in the image. The issue was identified during service and maintenance for a demonstration inspection. There was no patient involvement.